Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe with tip protector in a tray was received for the report. The sample was visually inspected and found to be non-conforming with orange/brown in color foreign material on the port face, inside the port, and on the welded cap. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for all functional tests with no bubbles observed during functional testing. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that probe produced a large number of bubbles during the vitrectomy surgery of the right eye, affecting the surgical procedure and making it impossible to proceed normally. The cutting was normal but there was no aspiration. A new multi-functional vitrectomy probe kit was used, which delayed the entire surgery by ten minutes. There was no impact to the patient and returned to the ward smoothly after the surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).